Event description:
It was reported that the device was explanted 2012 (B)(6) due to won't stay charged. The patient outcome was recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 37712 (B)(4) showed no significant anomaly; overdischarged and permanently damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.